Manufacturer narrative:
Concomitant products: 4968 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency after hearing an alert. A remote monitoring transmission indicated that an alert had been triggered four days earlier for pacing impedance variation and short v-v intervals. Oversensing was noted on stored episodes. Reprogramming was performed to turn off high voltage therapy. The lead remains in use. No patient complications have been reported as a result of this event.